Manufacturer narrative:
The device will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an aneurysm coiling procedure, the implant coil was unable to be detached. It was reported that 2-3 detachment attempts were made with the instant detacher and two attempts were made to detach the implant coil using manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) but without success. At this point, the coil was removed, and another same size coil was implanted successfully. The patient¿s vasculature was minimal in tortuosity and the blood flow was normal. A second instant detacher was not used to attempt the coil detachment. No patient injury was reported to have occurred. The devices were discarded and will not be returned for evaluation.